Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav0245 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that an external leakage was observed on the catheter near the reverse taper. Catheter was removed as there was risk of infection or air embolism. Device was placed on (B)(6) 2017 by a cardiologist. No harm to the patient was reported.

Manufacturer narrative:
The returned sample exhibited no evidence of the alleged event. The event is unconfirmed per the investigation results. Since no device malfunction occurred and there is no allegation of a serious injury to a patent, user, or other person, this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported that an external leakage was observed on the catheter near the reverse taper. Catheter was removed as there was risk of infection or air embolism. Device was placed on (B)(6) 2017 by a cardiologist. No harm to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was inconclusive due to the sample condition. The image provided for investigation appeared to be a black and white facsimile of a photocopy of a photograph. The implicated product was a powerpicc solo and the product in the photograph does resemble a powerpicc solo, but the identity of the product cannot be verified. A breach or leak in the catheter was not distinguishable in the photograph. The poor image quality prevented confirmation of the reported event.

Event description:
It was reported that an external leakage was observed on the catheter near the reverse taper. Catheter was removed as there was risk of infection or air embolism. Device was placed on (B)(6) 2017 by a cardiologist. No harm to the patient was reported.